Event description:
It was reported that the device had an audible alarm background test. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, cracked on top case. Functional testing was unable to duplicate the complaint. Replaced top case for physical damage and installed cable guard for an upgrade. The device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.